Event description:
Hill-rom received a report from the account stating the right head siderail was intermittently not latching on the device. The bed was located at the account in medsurg. There was no patient/ user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found mil residue in between latch block and siderail frame causing it not to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech cleaned the latch block to resolve the issue. Based on this info, no further action is required.